Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to unknown reasons; no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/lot number - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.